Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device appears to be bent. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the outer tube, the distal tip and the laser welding were found damage, the needle outer tube was bent, the needle welded was cracked and the optical system and the optical components were broken, therefore, the damaged components were replaced. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified mishandling or fall of the device.    As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the employee via phone, the hd epscp, 1.9, 30, 60, cw_storz appears to be bent when checking equipment back in from trial.